Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue, the broken power cord bay latch, and the overheating message. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The power supply was replaced and the power cord bay was replaced. Analysis also noted that the handle covers were cracked. The handle covers were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate and the programmer displayed an overheat message. Additionally, the rear door latch of the programmer was broken. The programmer was returned for service. There was no patient involvement.